Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by insulet that the dexcom was sending incorrect glucose readings. The customer was higher than the dexcom reading showed. The glucose reading was incorrect on both the dexcom app and the op5 controller. The cgm was 202mg/dl while the bg was 500mg/dl at the moment of the hospitalization. The patient was reportedly hospitalized for dka. Follow up attempts for additional event details were reportedly unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.